Event description:
It was reported that a clearlink system continu-flo solution set fell apart when they put the medication in. This was observed during the addition of an unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.